Manufacturer narrative:
Analysis was able to confirm the customer comments that the output connector assembly and hanger assembly were broken as well as that the upper portion of the display was not working. The display¿s flex tape was damaged. It was additionally noted the lower case was damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for testing and calibration and to have the atrial and ventricular connectors as well as the hanger replaced. It was also reported that the epg was not displaying numbers. The epg has been returned for service. There was no patient involvement reported with this event.